Manufacturer narrative:
This lead was surgically abandoned; therefore we will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that at a recent device upgrade procedure, it was noted that this patient's chronic device and right ventricular (rv) lead had been programmed to aai. The boston scientific sales representative (sr) reprogrammed the device to check the viability of the rv lead and noted that it showed loss of capture, as well as high impedance measurements. When the patient was asked when this happened, they stated years ago due to a dislodgement. The lead was surgically abandoned and replaced at the same time as a new device was implanted. To date, there have been no adverse patient effects reported.